Manufacturer narrative:
(B)(4). Customer complained on damage to back of insulin pump and belt clip. Insulin pump passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, cracked retainer, cracked reservoir tube lip, broken belt clip rails, and cracked case (battery tube). P-cap/reservoir does lock properly. Confirmed broken belt clip rails and cracked case (battery tube).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on back and belt clip was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.